Event description:
The manufacturer became aware of an allegation rep dreamstation auto bipap device that the patient alleges cardiac arrest due to pulmonary edema, chemical pneumonia and copd . There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.